Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-operatively the patient experienced a perforation from the right ventricular (rv) lead. High thresholds were also noted. The rv lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.